Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed. No anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically cut but not breached, and visual analysis of the lead indicated damage at implant. The analyst noted that helix test results were within specifications. (B)(4).

Event description:
It was reported that the lead had perforated the patient's myocardium during the implant attempt. The patient experienced pericardial tamponade. The lead was not implanted. No further patient complications have been reported as a result of this event.